Event description:
Received the following report from baxter germany, "this is a spontaneous case report received by baxter germany from a home care nurse. This case refers to a pt who has been receiving parenteral nutrition using a 6060 multi therapy pump and the matching solution set since some years for crohn's disease. Daily nutrition is composed of nutriflex comp 1000 ml, intralipid 50% 250 ml, vitalipid adult 1 ampoule. Recently the pt observed on two occurrences that the pump did not stop despite air in the tubing. A matching solution set was used. The pump was manually stopped before air was infused. The pump was replaced by another pump subsequently. In the evening of 3/30/2005 the pt started an overnight infusion with the afore mentioned components. In the morning of 3/31/2005 the pt woke up with dyspnea and chest pain. The pt observed tha the bag was empty and all of the tubing including the port tubing was filled with air." "The pt went to the emergency dept and was told that no treatment was indicated because she either would be dead now or the body would resorb the air over time. Bed rest was advised for the day." Reportedly, the final nutrition solution is always prepared by the pt. Vitalipid and intralipid are mixed into the nutriflex comp bag. No significant amounts of air are normally present in the bag before the start of the infusion.

Event description:
Pt has been receiving parenteral nutrition using a 6060 multi therapy pump and the matching solution set since some years for crohn's disease. Daily nutrition is composed of nutriflex comp 1000 ml, intralipid 20% 250 ml, vitalipid adult 1 ampoule. Recently the pt observed on two occurrences that the pump did not stop despite air in the tubing. A matching solutions set was used. The pump was manually stopped before air was infused. The pump was replaced by another pump subsequently. In the evening of 2005 the pt started an overnight infusion with the balloon mentioned components. The next morning. The pt woke up with dyspnea and chest pain. The observed that the bag was empty and all of the tubing including the port tubing was filled with air." "The pt went to the emergency department and was told that no treatment was indicated because pt either would be dead now or the body would resorb the air over time. Bed rest was advised for the day." Reportedly, the final nutrition solution is always prepared by the pt. Vitalipid and intralipid are mixed into the nutriflex comp bag. No significant amounts of air are normally present in the bag before the start of the infusion.